Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2013, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the pain stimulation devices were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient presented with swelling, redness, and drainage at the site of implant. 10cc of fluid was drained from the incision site. The patient was sent to the emergency room (ER) for management of possible infection. The patient reported having a uti over the past month with little mobility in the past 30 days. They performed an aspiration of the fluid which was sent for testing. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that a healthcare professional (hcp) made them aware of the event. The hcp stated that the symptoms started several weeks prior. The uti and little mobility were unrelated to the device/therapy. The hcp has not yet received the test results to confirm the infection at the implant site. The cause of the infection at the implant site and related symptoms was unknown. The patient was scheduled for an explant with an hcp. They are currently being treated for the infection prior to explant. No further complications were reported/are anticipated.